Event description:
On 5/14/24 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user had passed away on (B)(6) 2024. The user's family notified the cds that the user died in her sleep and that the user's blood glucose (bg) levels at the time were unknown. The user's ilet mobile app was never activated. As a result, the ilet data reports were not accessible. Multiple attempts by beta bionics to have the ilet mobile app activated by the user's family have been unsuccessful. At the time of this report the ilet has not been returned to beta bionics.

Manufacturer narrative:
No product was returned for evaluation. Ilet device logs only contain a record of the ilet being paired to the beta bionics employee's smartphone app and the ilet's software update being completed. There is no record of the device being paired to the user's app, being initialized, or dosing any insulin, and therefore no data available to review on the reported event date of 5/5/24. Notes in the user's record indicate the user completed ilet training on (B)(6) 2024 and a follow-up visit on (B)(6) 2024, where it was documented that the user was doing well. Without device data from the reported event date, it is not possible to determine if the user was still wearing the ilet on the day of their passing, (B)(6) 2024. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the date of the event, performance of the ilet during the event cannot be assessed and without any additional information from the user's next of kin, a cause of the event cannot be determined. Review of the case notes showed the user was 70 years old and had several cardiometabolic risk factors that may have contributed to their death.